Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect per evolutr instructions for use (IFU). It was, however, stated that there was severe calcification present, which may have played a role in the report of stroke. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. The report of patient death at two days post-implant did not provide a specific cause related to the valve. It was stated that the patient developed a hernia and then died two days later. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) revealed that a left extensive cerebral infarction occurred due to internal carotid artery occlusion. Edema was noted and was untreatable. A hernia developed and the patient died two days later. It was reported that the cerebral infarction was caused by thrombus. Severe calcification was also noted. No autopsy was performed.